Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the inner cylinder of the shaver was broken. During the elbow arthroscopy, it was apparently broken while shaving the area behind the portal insertion site. The doctor said that he may have used too much force, but he had used it many times before and had never had anything like this happen, so he asked him to have it checked. Customer replaced the device to complete the surgery. Per images received, the tip broke off close to the distal end but appears to have stayed inside the outer blade.

Event description:
It was reported that the inner cylinder of the shaver was broken. During the elbow arthroscopy, it was apparently broken while shaving the area behind the portal insertion site. The doctor said that he may have used too much force, but he had used it many times before and had never had anything like this happen, so he asked him to have it checked. Customer replaced the device to complete the surgery. Per images received, the tip broke off close to the distal end but appears to have stayed inside the outer blade.

Manufacturer narrative:
Alleged failure: the inner cylinder of the shaver was broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the damage could be attributed to the blade coming into contact with a hard object, resulting in damage to the teeth and contact with the housing edges. Other potential factors include unintended excessive force applied by the user, such as bending or prying, which may cause the arthroscopic shaver blades to bend or break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.